Event description:
Report received from the united states stating that the power was cutting in and out on the device. It is known that the device was used in surgery. It is known that no injuries or medical intervention were reported. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).